Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the procedure got cancelled. A ce rotablator console kit was selected for use. During preparation, the device automatically switched back to low speed when it was switched to high speed at 140,000 rpm. The device was removed. The procedure was not completed due to this issue. There were no patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure got cancelled. A ce rotablator console kit was selected for use. During preparation, the device automatically switched back to low speed when it was switched to high speed at 140,000 rpm. The device was removed. The procedure was not completed due to this issue. There were no patient complications were reported.